Manufacturer narrative:
At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. It was stated that a supply of cable material was made. The iabp was ready for clinical use. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) console cable does not work. There was no patient involvement reported.